Event description:
Boston scientific received information that during a routine follow up this device and right ventricular (rv) lead (both model and serial of the device and lead are unknown at this time as attempts have been made to obtain) revealed high shocking impedances greater than 200 ohms. In addition, the device attempted to deliver a shock and it was unknown if the shock was delivered. The device was interrogated and reprogrammed for optimization. A boston scientific technical services (ts) agent was contacted. The agent discussed reprogramming of the device and that the shock energy would still be delivered. If the patient had incorrect programming on the shock vectors the may have resulted in a daily shock impedance giving out-of-range values. No adverse patient effects were reported. The device and lead remain in service at this time.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.